Manufacturer narrative:
Intuitive surgical inc., (isi) received and evaluated the instrument. Failure analysis investigation was unable to confirm or replicate the reported complaint as there was no trouble found with the instrument. The instrument passed self-check, energy delivery, electrode gap and electrical continuity tests. Further investigations found the grips of the instrument had an offset of approximately 0.023 in the clockwise and 0.028 in the counter clockwise direction. However, the instrument passed the grip force test. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported insufficient sealing issue could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that an endowrist vessel sealer instrument failed to seal during a da vinci assisted nissen fundoplication surgical procedure. The planned surgical procedure was completed and no patient injury, harm or adverse events were reported. On (B)(4) 2015, intuitive surgical, inc. (Isi) contacted the customer and obtained more information of the reported event. The customer stated that during the da vinci assisted nissen fundoplication surgical procedure, the endowrist vessel sealer instrument was sealing well and then it suddenly stopped sealing. This was identified due to unexpected bleeding. The surgeon attempted to clamp and seal multiple times by pressing the pedal and holding the instrument grips closed; however the sealing attempt was unsuccessful. It was noted that audible tones were heard indicating that the endowrist vessel sealer instrument had completed the seal and no messages on the erbe generator indicated that the sealing was insufficient. The customer re-started the erbe generator and tried another endowrist vessel sealer instrument. When they switched to the second endowrist vessel sealer instrument the instrument did not activate. The surgeon then completed the planned surgical procedure successfully with laparoscopic instrument and confirmed no harm, injury or adverse event to the patient.